Manufacturer narrative:
The manufacturer previously reported a patient had a cardiac arrest and was hospitalized while using a ventilator. Additional information received indicates the patient was stabalized and discharged from the hospital. The device was returned to the manufacturer's quality assurance laboratory for investigation and the customer's complaint could not be duplicated. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The device was found to operate and alarm as designed. The manufacturer concludes the device did not cause or contribute to the reported event.

Event description:
The manufacturer received information alleging a patient had a cardiac arrest and was hospitalized while using a ventilator. The ventilator was returned to the manufacturer for evaluation but the evaluation has not yet begun. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.